Manufacturer narrative:
No button error alarm was noted on the pump. Unable to perform displacement test due to an unresponsive act button. The unresponsive act button was due to moisture damage on the keypad trace. The pump also had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.